Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead sensing had been declining steadily. The physician capped the pace/sense portion of the rv lead and implanted a new rv lead. The physician had difficulty positioning the new rv lead and opted to implant a different rv lead. The first rv lead remains in use with the sensing portion of the lead capped. The second rv lead was not implanted. The third rv lead remains implanted for pace/sense purposes. No patient complications have been reported as a result of this event.